Manufacturer narrative:
This event should be re-evaluated for MDR reporting since smith & nephew is not the legal manufacturer of the device. The reassessment determined that the issue does not meet the threshold for us to reporting. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
H3, h6: it was reported that during inspection, the rod of the slap hammer was noticed bent and the hammer does not slide. No case was involved. The device is a third party device and the complaint device, intended for use in treatment, was returned for investigation. The part was sent to the legal manufacturer mps précimed for investigation. Mps confirmed the reported issue upon visual inspection, it is confirmed the mass of the slap hammer cannot slide along the rod. There are significant signs of use such as scratches and deep indentations. The observed damage does not conform to the intended use. The production documentation were reviewed, no deviations from the standard manufacturing procedure were found which could have contributed to the reported issue. The material and hardness certificate were conforming to the specifications. The complaint history review was performed, 3 further complaints were found for the part with the same defect. The risk management review was performed, the severity and the failure mode are covered through the risk management. Based on the conducted investigation, the root cause could be attributed to off-label use. The relationship between the reported event and the device was confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. No further actions are deemed necessary. Mps précimed will continue to monitor for trends. Smith+nephew will continue to monitor for similar issues for third party devices. The complaint device was sent to the legal manufacturer of the product.

Event description:
It was reported that during inspection the rod on the slap hammer was noticed bent and the hammer doesn't slide. No case involved.